Event description:
It was reported that the balloon was separated from catheter tip before use. No patient complications were reported.

Manufacturer narrative:
We received one (B)(4) catheter was returned without the packaging for examination. The balloon and balloon windings appear to have been pulled off the catheter tip. The balloon latex and both proximal and distal windings were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of these reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 1.5 lbs on an inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming once the device is received for examination.